Event description:
Caller reported inform system blood glucose result of 143 mg/dl, lab result of 11 mg/dl within 10 minutes. Reported no adverse event relative to any discrepancy. A request was made for the return of the strips, replacement was sent. Meter passed valid control tests, was not replaced or returned.